Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015, requiring medical intervention. Patient reported experiencing a headache when dexcom receiver alerted her of the low. Patient contacted physician with continuous glucose monitor (cgm) reading of, 32mg/dl. It is unknown if the patient performed a finger stick blood glucose test. Patient's physician advised patient to administer glucagon injection. Patient was then taken to the emergency room by a friend. Patient reported being admitted into the hospital for 3 days. No additional event or patient information is available.